Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to issue a medication and had received authorization for from the pharmacy, and it was later discovered that rxverify needed to be used to request the medication. A technical support specialist (tss) explained to the customer how to use rxverify, which helped resolve the issue. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using bd pyxis¿ medbank tower user was unable to issue a medication. The customer stated that they were unable to issue the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user was unable to issue a medication. The customer stated that they were unable to issue the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.